Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive architect anti-hbs results generated on the architect i2000sr processing module for one sample. The following results were provided: anti-hbs result was 153.66 (reference interval <10.0), chemclin platform result was negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely reactive architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations with the complaint lot. The overall performance of architect anti-hbs reagent was reviewed using worldwide field data. The review shows that the median of the patient results obtained for the lot reviewed is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the architect anti-hbs reagent kit for lot number 52654fn01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive architect anti-hbs results generated on the architect i2000sr processing module for one sample. The following results were provided: anti-hbs result was 153.66 (reference interval <10.0), chemclin platform result was negative. No impact to patient management was reported.